Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the caller was a physician assistant in an emergency room. They reported that the patient reported that their device was not functioning. The physician assistant indicated that the patient¿s child had kicked them in the back where the lead and implant was located and now the patient had lower back and leg pain. They stated that the patient still had stimulation in the same area as before, but they didn¿t have the pain relief. Technical services reviewed that since the stimulation hasn¿t changed it¿s up to the patient to follow-up with their healthcare provider (hcp) to determine why they were not getting pain relief and to check their therapy. The caller stated that they had contacted a manufacturing representative (rep), but the rep advised them to call in. They also mentioned that the patient had a similar incident last year where they had the same pain. They stated that they didn¿t know how that issue was resolved. They were redirected to follow-up with the patient¿s hcp to have the system checked. It was reported that the event occurred on (B)(6) 2017. No further complications were reported/anticipated.